Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Mvs unable to communicate to ias computer and remained in waiting to connect mode. The medtronic representative replaced umbilical cable provided from trunk stock. System completed initialization with no further issue 2d/3d and invalidate home completed. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The cable assy mvs interface was returned to the manufacturer for analysis and confirmed reported problem "no communication connection to mvs". Broken cable wire (pin 1). The hardware investigation found that reported event was related and electrical failure, failure mechanism was damaged connector. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported that the imaging system and the mobile view station (mvs) were not communicating during a procedure. He was receiving a 'system booting please wait' message and the motion, x-ray, and mvs communication were giving a red 'x'. Rt stated that the imaging system was on in the morning when he came in, so he turned it off for 45 minutes. Moved it in to the operating room (or) and that is when the issue occurred. While troubleshooting, the rt rebooted the system three times and this did not help. Removed the imaging system from the or and brought in the other imaging system for the surgeon to complete the procedure. There was a reported delay to the procedure of approximately 20 minutes due to this issue. There was no impact on patient outcome. He tried to reboot the imaging system two more times in the hallway with the image acquisition system (ias) and mvs disconnected and this did not help. No further details regarding this issue, or specifically during what procedure, were provided.